Event description:
Event description guidant received information that this transvenous defibrillation lead and this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense and shock channels. This noise was reproducible through isometrics, and resulted in pacing inhibition and inappropriate shocks. To date, no symptoms have been associated with the pacing inhibition. A guidant technical services (ts) consultant discussed possible sources for the noise, including high voltage lead reversal in the header. The physician has elected to invasively evaluate.